Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed that the right ventricular and right atrial lead were exhibiting noise and experiencing intermittent capture. No actions were taken at the time. No patient symptoms were reported.

Event description:
New information received noted that the right ventricle lead and right atrial lead were explanted and replaced on 9/26/2018. Patient was stable post procedure.

Manufacturer narrative:
External insulation abrasion was noted at 7.9-8.2 cm from the distal tip consistent with lead friction to another device or feature of the heart. This is consistent with the observation from the field of noise and intermittent capture.